Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device was shorting out. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, loose connection problem was identified with the device. The connection was adjusted correctly to resolve the issue. The unit passed all functional tests and is fully operational. The identified loose connection is the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a knee scope the handpiece was shorting out. They were able to complete the surgery with the handpiece with no delay and no patient cosequence.